Manufacturer narrative:
Initial reporter facility name: (B)(6). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car-rx was pushback out of specification. The sheath was accordioned and detached. No other issues noted. The reported event is confirmed. Based on all available information, it is possible that the user may have experienced some resistance while actuating the device in order to open the basket. The movement of the sheath between the coil assembly could have been tough. The consequence of these conditions could be sidecar rx pushback, and sheath detached and accordioned. Additionally, the basket wasn't able to open and close due to the condition of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. Prior to procedure, the trapezoid rx was inspected and found the basket unable to open. There were no patient complications as a result of this event. The investigation results revealed that the side car-rx was pushed back; therefore, this is now an MDR reportable event.